Manufacturer narrative:
The erroneous sample result was not reported outside of the laboratory.

Manufacturer narrative:
The alarm trace showed numerous sample pipetting alarms. The service engineer found a solenoid valve in the pre-cleaning mechanism was dirty. The valve was cleaned and the issue has not returned.

Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received erroneous results for two patient samples tested with the elecsys estradiol iii assay on a cobas 6000 e 601 module. Of the two samples, one had an erroneous result which is reportable as a malfunction. The sample initially resulted with an estradiol value of < 5.00 pg/ml. The sample was repeated, resulting with a value of 35.61 pg/ml. It was asked, but it is not known if an erroneous result was reported outside of the laboratory for this sample. No adverse events were alleged to have occurred with the patient. The estradiol reagent lot number was 359564. The reagent expiration date was asked for, but not provided.